Event description:
It was reported that during the mapping portion of the ablation procedure, the patient developed complete heart block, which continued after the procedure but resolved spontaneously without intervention. Following an ablation procedure using the sphere catheter, the patient reported chest pain and tightness rated 2-3 out of 10 in severity. Pericarditis was identified post-ablation, and an anti-inflammatory medication was started for treatment. Minor bleeding at the groin was detected by ultrasound, but no treatment was required. Elevated troponins were noted post-ablation, but no treatment was given. Barrett¿s esophagus was suspected as an inflammation process post-ablation. A transthoracic echocardiogram was performed and showed no fluid, and a blood test was conducted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: catheter product ID: afr-00006 product type: catheter extension cable product ID: afr-00002 product type: tubing set product ID: afr-00007 product type: location reference patch product ID: afr-00003 product type: mapping system product ID: afr-00004 product type: radiofrequency generator product ID: afr-00008 product type: pulse field generator product ID: afr-00005 product type: irrigation pump medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient experienced ventricular tachycardia (vt) and was externally cardioverted during the ablation procedure. There were nine shocks performed during the ablation procedure. The case was completed with affera.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During voltage mapping of the basal septum a mechanical left posterior fascicular (lpf) block was induced first and then a left anterior fascicular (laf) block. In the setting of the patient's baseline right bundle branch block (rbbb) resulted in complete heart block.